Event description:
It was reported the patient received the following results within 15 minutes: 106 mg/dl (patient's meter), 100 mg/dl (patient's meter) and 65 mg/dl (lab result). The patient experienced symptoms of hypoglycemia.